Manufacturer narrative:
After further correspondence with the customer additional information was received stating that there was no patient involvement. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'air in line' alarms which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was continually alarming air in line. Any patient injury or medical intervention associated with this event is unknown. No additional information is available.